Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip jaw part melted and sealing became impossible, so it could not be used. Launched the new product and resumed the procedure. There was no effect on the patient.

Manufacturer narrative:
Trackwise ID #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). Updated sections: b4, g4, g7, h2, h6, h10 the lot # 25159538 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint.

Event description:
N/a